Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for micrococcaceae ( 1 cfu /endoscope) . The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel and the suction channel of the subject device tested positive for micrococcus sp ( 8 cfu /endoscope) . The facility had been reprocessed the device using peracetic acid. Other detailed information of reprocessing was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".